Event description:
The affiliate stated the customer reported false positive beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the access total bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 6.3 iu/l was obtained and released out of the laboratory. Subsequent testing of the sample (centrifuged aliquot), produced lower results of 0.2 iu/l and 0.1 iu/l. The amended result of 0.2 iu/l was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a greiner serum tube and centrifuged at 3,600 rpm (rotations per minute) for five minutes, at room temperature. The sample was 56 minutes after collection. Quality control (qc) was within target specifications prior to and at the time of the event. No sample integrity issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access total sshcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information.